Event description:
Note: date of event is unknown it was reported to boston scientific corporation on april 4, 2008 that a corflo cubby low profile gastrostomy device was used for a peg procedure the month prior (patient age, gender and weight unknown). According to the complainant, the feeding tube leaked between the blue port and tube. Within a week of placement, the blue port detached from the tube. The device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
No consequences or impact to patient. Leak(s). The lot number is unknown; therefore, the manufacture date and the expiration date can not be determined. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.